Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient's device was removed and replaced with new ipg.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the reason for call was to report that they saw their healthcare professional (hcp) for a reprogramming session in august, and that two months before that appointment noticed that the therapy wasn't working as well anymore. Patient said that it was a last minute appointment so patient didn't bring their programmer (B)(4) to the appointment. Patient said that hcp office had a spare 3037 programmer, serial # (B)(4), which they used and programmed in patient's programming information and patient was using this spare programmer. At appointment patient was told that her ins battery is fine, about two years left. Patient reports still experiencing control issues even after last appointment so patient has been constantly adjusting setting and programs. Patient said that yesterday went to make an adjustment, however, the spare programmer (B)(4) wasn't connecting to the implant. The circumstances that led to the reported issue were unknown. Patient wasn't able to connect with the spare programmer however when patient put in new batteries in her programmer was able to connect. Patient attempted to make an adjustment on the current program however received the upper limit screen. Patient to call hcp office to schedule reprogramming session to change the upper limit on current program and to add back the additional programs into patient's programmer. After reprogramming steps completed, patient to increase setting and then monitor symptoms. Patient said will return spare programmer back to hcp office. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the reported issues were not determined, that device malfunction was the likely cause. The issue had not yet been resolved. Additional information reported that the patient was going to have the device replaced on (B)(6) 2021.